Manufacturer narrative:
Hemodynamic instability: the cause of the injury was not determined due to insufficient clinical details. Failure to advance: the cause of the delivery issue was patient condition due to patient's small aortic arch.

Event description:
A 53 year old female patient was admitted for coronary bypass grafting. Due to a post-cardiotomy cardiogenic shock, an impella 5.5 was to be placed. Because of a short aorta and limited space available, the proximal innominate artery was used for the graft but the device couldn't be placed due to the sharp angle into the ascending aorta. An impella cp was attempted instead, but placement also failed.

Event description:
Case was aborted. Pump is not available.

Manufacturer narrative:
Additional information has been provided in b4 (event description), including further detail regarding sequence of events. Additional codes were added in h6 (type of investigations).